Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Minerva procedure is indicated for patients with the sounding length of up to 10-cm. The relationship between the device and the reported adverse event could not be established.

Event description:
The patient is a (B)(6) woman suffering from menorrhagia secondary to aub. The doctor sounded the patient's uterine cavity to 11 cm; the cervix was measured and found to be 5 cm, making the cavity (fundus to internal os) 6 cm. Hysteroscopy was not performed. The doctor inserted and deployed the minerva device without any difficulty. The cervical balloon was inflated and the red/green indicator moved to green. The uit was initiated; both stages passed on the first attempt. The therapy cycle was initiated and stopped approximately 60 seconds into the procedure. The device was removed, replaced, re-inserted and deployed. The therapy cycle was initiated and the therapy cycle lasted for the balance of the pre-determined time. Upon completion the cervical balloon was deflated, device unlocked and removed. Post-treatment diagnostic hysteroscopy was not performed. The patient was discharged shortly after the procedure. Approximately one week later the patient was seen in the office for her routine post-op visit, complaining of residual lower abdominal pain. A few days later she was seen in the ER and discharged after evaluation. The patient was also seen by a gastroenterologist, who performed colonoscopy. No abnormal findings were reported. Approximately 2-3 weeks after the initial ablation procedure the patient was seen again in the ER. Wbc was elevated. Laparoscopy was performed and dense adhesions between the omentum, intestine and uterus were reported. Evidence of thermal injury to the intestine and fundal uterine perforation were also reported. The general surgeon on-call performed small bowel resection and end-to-end anastomosis. The patient fully recovered and was discharged.